Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was large and it was filled with thrombus. The iliac arteries were small, 6-7 mm in diameter. The post implant final angiogram showed good flow bilaterally. It was reported that approx 2 weeks after the stent graft was implanted the pt had a gi bleed from an unk cause, but it was unrelated to the aneurx stent graft or the endovascular procedure. The pt then became hypotensive and was put on vitamin k and other coagulation medication in an attempt to stop bleeding. Four days later the pt presented with right leg pain and an occlusion of the right side of the stent graft was found from the flow divider down to the common femoral artery. A reliant balloon was inserted on the right side and advanced to above the flow divider, then it was inflated and pulled down to remove thrombus out of the artery. This was repeated several times until fresh blood came out. No add'l clinical sequelae were reported and the pt is fine.